Event description:
Additional information received reported that the lead was working great for the patient. It was noted that the patient was very happy with the current therapy and had no troubles at this time.

Event description:
It was reported that for the past 2-3 weeks, the patient had not been able to get his implantable neurostimulator (ins) to charge and could not turn it on. The patient had met with the manufacturing representative about 7-10 months prior to this report and he wanted to do it again. Patient changed the batteries in the patient programmer but was unable to get that to connect either. There was a ¿call your doctor¿ icon displayed. There was a reposition antenna screen. There was a 006 error code. Patient reset the buttons and resynced and described a warning charge stimulator screen. There was a suspected ins overdischarge. The last time any stimulation was felt was 2-3 weeks prior to this report. It was noted that the last successful recharging session was 3 weeks prior to this report. It was reported that the implantable neurostimulator (ins) battery went dead 2-3 months prior to report and they were doing an ins replacement.

Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37742, serial# (B)(4); product type programmer, patient product ID neu_unknown_lead, serial# unknown; product type lead product ID 37742, serial# (B)(6); product type programmer, patient. (B)(4).